Event description:
A caller reported the adc freestyle libre 2 sensor detached prematurely. As a result, the customer was unable to monitor their blood glucose and experienced a loss of consciousness however, was able to regain consciousness and self-treated with food. The customer then had contact with a healthcare professional who diagnosed the customer with hypoglycemia but no treatment was rendered. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.